Event description:
It was reported that a 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 9 years due to stenosis. A 26mm transcatheter valve was implanted. The case went well.

Manufacturer narrative:
. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a model 7300tfx 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 9 years due to severe stenosis. The patient presented wit acute on chronic diastolic hf. A 9750tfx 26mm transcatheter valve was implanted. The patient was discharged home on pod #1.

Manufacturer narrative:
H10: additional narrativesupdated b5, b7, and h6 per new information received

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including coronary artery disease (cad), history of coronary artery bypass graft (CABG) and hyperlipidemia (hld). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.